Event description:
Event description guidant received information that noisy signals, which were unable to be reproduced, had resulted in stored vt episodes. Additionally, the atrial lead was sensing myopotentials and was unable to be programmed to bipolar due to electrical interference from a previously implanted large metal stent. At the revision procedure, blood was observed within the lumen of the atrial lead and the header of the pacemaker. The distal setscrew for the atrial connection was visible as the seal plug appeared to have eroded. It also appeared that medical adhesive had eroded around the distal seal plug for the ventricular channel, but the seal plug itself appeared to be intact. Difficulty was encountered removing the chronic leads as they became lodged in scar tissue.